Manufacturer narrative:
(B)(4) 2015 - it was reported that this lead was capped and replaced on (B)(4) 2015. The associated ICD was replaced as well, due to eri.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
An elevated pacing threshold was noted for this lead. Output was reprogrammed and this lead remains actively implanted. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.